Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt lost stimulation and is unable to establish communication between her ipg and any external devices. Surgical intervention will be taken at a later date to address this issue.